Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that about a week or two ago they had a programming session and their hcp set up adaptive therapy. The patient thought they had one adaptive therapy group and one continuous therapy group, but now they think they have two adaptive therapy groups. At the time of the call, the patient was seeing the screen that indicated adaptive therapy was active and there were no other groups available. Agent reviewed that there can only be one adaptive therapy group, and the patient confirmed they understood. The patient mentioned that about 2 days ago they felt nervous, then they realized the therapy turned off because the ins battery went dead. The patient charged the ins and they felt better immediately once the therapy was turned on. The patient mentioned that they felt a shock when the therapy was turned on, which they think was the first time they experienced that. The patient also thinks the therapy has shut off in the past but they never turned it back on.